Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) and the balloon would not remain inflated. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection of the device was conducted and no non-conformities were observed. The balloon was then inflated with 25 cc of air. The balloon inflated properly, but upon removal of the syringe, the valve backed out of the luer fitting. Although the balloon did not immediately deflate, the movement of the valve is an indication of a valve malfunction. The reported failure was confirmed. (B) (4).